Event description:
It was reported that intermittent occlusion alarms occurred. The customer went to the emergency room (ER) with a blood glucose of 380-400 mg/dl with moderate ketones that were identified as life threatening by a health care provider. The customer was treated in the ER intravenously with fluids of saline and insulin. The customer was released from the hospital on 11/12/2023 with issue resolved. The customer discontinued use of the pump and reverted to manual dose injection for insulin therapy.

Manufacturer narrative:
Per tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.